Manufacturer narrative:
A ge representative evaluated the system and replaced a blown fuse. System operates as intended.

Event description:
The customer reported the system would not fluoro. No patient injury was reported.